Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart, a cold reset was performed as well as external ram crc error. The customer's blood glucose value was unknown. Customer reported they received alarm when battery was changed very often. Customer reported had to rewind more than once to prime and was losing insulin. Customer reported had to reset date and time every battery change. The device will not be returned for analysis.